Manufacturer narrative:
Batch review performed on 10 may 2021: lot 1908724: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the medacta cup and liner and competitor head with competitor implants almost 3 months. The surgery was completed successfully.